Manufacturer narrative:
The insulin pump alarmed during rewind due to encoder out of phase. No motor error alarm noted. The insulin pump received with scratched lcd window, cracked case display window corner, cracked lcd window, cracked battery tube threads and cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further information will follow once the analysis has been completed.

Event description:
It was reported that the customer's insulin pump alarmed motor error several times in the past month. Troubleshooting was performed, and the device failed the displacement test. The drive support cap did not appear to be damaged, but the prime and self test were not possible to perform. No further information was provided.